Event description:
It was reported to boston scientific corporation that a compliance kit was used in the colon during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a customer reported finding worms in the compliance kits. The customer identified the worms as "meal worms." The worms were discovered during one procedure, with two worms observed under the green cinch pad and another worm found inside the clear packaging of one of the kits. There were no patient complications as a result of this event.

Manufacturer narrative:
H10: imdrf device code a1802 captures the reportable event of the customer found worms in our kits.